Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the implantable cardioverter defibrillator exhibited non-sustained right ventricular over-sensing due to post-paced t-wave over-sensing. The patient did not receive therapy during the over-sensing. No interventions were reported. There were no patient symptoms reported.

Event description:
New information received noted that the patient has been scheduled to be seen in clinic to complete programming changes.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited additional instances of post paced t-wave oversensing. Further information was requested, but not yet available.